Event description:
Based on info reported to davol: (B)(6) 2011 - pt underwent hernia repair procedure that included implant of xenmatrix graft. The pt is reported to have developed an infection post-operatively.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. We have contacted the initial reporter for additional info. To date, no medical records have been received. No lot number has been provided; therefore, no manufacturing review could be performed. Additionally, there is no indication that the graft has been explanted. While there is no indication that the graft was the source of the reported infection, the IFU states: "if an infection develops, it should be treated aggressively." It has been indicated by the surgeon that he does not want any further f/u and that no additional info regarding the event will be provided.